Event description:
Pt reported that their one touch basic original meter would not power on. The power issue was not resolved by replacing the battery or troubleshooting. There was no medical intervention or treatment given. No further clinical info was provided. A replacement meter was sent to the pt.